Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: patient underwent an endovenous laser treatment on (B)(6) 2017. There was no reported patient complications or device malfunctions. On (B)(6) 2018, it was reported by the patient to her treating physician that she had felt something pinching her left lower leg around the tibial area. When she touched it , she felt something underneath the skin. Then she noticed a few days later ((B)(6) 2018) a foreign object partially outside the area where she had felt the pinching. She pulled it out and saw a 2.0cm plastic tip of the perforator needle. There was no report of serious harm or injury due to this event. The fragment is not available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of "plastic tip" breaking inside the patient cannot confirmed due to product not being returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A possible contributing factor could be due to user technique. During the procedure the fiber may have been fired in the sheath causing the sheath to burn and separate/detach and remain in the patient. Another potential root cause is the fiber may have broke inside of patient. At the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. A review of the angiodynamics' device history packaging records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60 mm. Do not open until the vein targeted for treatment has been accessed using the contents of 400 micron access pack. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. Remove sterile optical fiber from the package and keep coiled while placing it in the sterile field. Remove the securing tie and gently uncoil the fiber. Do not remove sma connector cover until ready to connect fiber to laser. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).